Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. The catheter was returned, and analysis found slice/cut in the catheter body not related to explant damage. The catheter was returned, and analysis found coring-tears-cuts in seal of sc connector that meets leak criteria per (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-jul-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (25 mg/ml at 5 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported during a pump removal due to normal eri, on (B)(6) 2019, it was noted the catheter was fractured. The catheter was tucked under the pump so it was not cut during surgery. It was unknown when the fracture occurred although the patient did report a fall approximately 1 month prior. The patient did not report any other symptoms such as withdrawal. The hcp tied off the distal end of the catheter and removed the proximal that was fractured. The patient was re-positioned and ta new catheter was placed along with new pump. No diagnostics were done and the issue resolved.